Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the electrodes pads of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.